Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon shredding, parts of the string rips [device breakage] . Case narrative: consumer reported via e-mail that tampon is shredding and parts of the string rips. No injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon shredding, parts of the string rips [device breakage] case narrative: consumer reported via e-mail that tampon is shredding and parts of the string rips. No injury reported.